Manufacturer narrative:
The device was not available for return as its location was unknown. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received notification that a 25 mm inspiris resilia valve implanted in the aortic position showed concentric fibrinous vegetation causing severe stenosis after approximately one (1) month and fourteen (14) days of implant duration. As reported the patient was admitted with acute pulmonary oedema (apo) in cardiogenic shock. The patient rapidly deteriorated and passed away. Per medical opinion, the death was not related to the surgical device. Reportedly, during autopsy pannus on leaflets was observed. Per forensic pathology report, there was extensive fibrinous material adherent to the valve prosthesis with significant fixed stenosis of the valve prosthesis. There was no evidence of valvular vegetations, calcification or perforation.

Manufacturer narrative:
H10: additional narrative: the device history record (DHR) review showed that this device passed all manufacturing inspections prior to release. No non-conformances were identified that could be related with the reported event. Pannus overgrowth, or host tissue, is considered to be a form of nonstructural valve dysfunction. The growth of host tissue on the sewing ring is expected and is a natural part of the healing reaction to prosthesis implantation. Pannus can have both beneficial and harmful effects depending on the amount of growth. A small amount of host tissue growth over the suture line is needed to form a non thrombogenic surface and complete the healing process after valve implantation. In contrast, if there is an excessive amount of pannus growth, it can extend onto the cusp surfaces leading to thickening of the cusps, leaflet immobility, elevated gradients, and stenosis. Host tissue growth can also contribute to cusp retraction or curling resulting in valvular regurgitation. Host fibrous (pannus) tissue growth is not a malfunction of the device. Stenosis, which develops progressively over time, can be due to a number of issues. Additionally, there can be a number of potential known and unknown patient related contributing factors. Structural valve deterioration (svd) is the most common reason for bioprosthesis explant and encompasses multiple failure modes, including calcification, non calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes, occurring singularly or concomitantly, may contribute to stenosis and or regurgitation. Alternatively, non structural valve dysfunction (nsvd) may also play a role in the development of valvular stenosis. Stenosis is most commonly related to patient factors and is not usually an indication of a device malfunction. The most likely cause is patient factors, including host tissue overgrowth.

Event description:
Edwards received notification that a 23mm inspiris resilia valve implanted in the aortic position showed concentric fibrinous vegetation causing severe stenosis and cardiogenic shock after approximately one (1) month and fourteen (14) days of implant duration. As reported the patient was admitted with acute pulmonary oedema (apo) in cardiogenic shock. The patient rapidly deteriorated and passed away. Per medical opinion, the death was not related to the surgical device. Reportedly, during autopsy pannus on leaflets was observed. As reported per forensic pathologist's report, there was extensive fibrinous material adherent to the valve prosthesis with significant fixed stenosis of the valve prosthesis. There was no evidence of valvular vegetations, calcification or perforation.